Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose reading was between 400 and 544 mg/dl. The customer stated that she was taking steroids and other medications to treat an upper respiratory infection which may have caused the high readings. The customer declined to troubleshoot. The insulin pump was not replaced or returned for analysis.